Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 468 mg/dl. The customer treated via insulin pump bolus and his blood glucose dropped to 37 mg/dl. The customer then treated with glucose pills and brought his blood glucose up to 86 mg/dl. Troubleshooting was declined for the hypoglycemia, but was accepted for the hyperglycemia. The drive support cap appeared normal. The device settings were correct. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump was not returned for analysis.